Manufacturer narrative:
D2b: pro code (product code): dqy, lit. G4: premarket / 510(k) #: k111295, k162350.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.